Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up after pressing the emergency stop button. The philips field service engineer (fse) visited system onsite and performed troubleshooting then stated that the software was corrupted by a power cut when one of the emergency buttons was pressed. To resolve the issue, the fse replaced table side operator (tso) module button and reinstalled complete system software, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system boot-up issue was caused by a deviation at the user end, as the emergency button had been pressed, which resulted in a power cut and subsequently the software was corrupted. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot after pressing the emergency stop button. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.